Event description:
The pump reportedly "switched rates on its own" resulting in an overdelivery. The pump was set to infuse a maintenance solution of normal saline at an unspecified rate on line a, and a primacor (20mg/100ml) infusion at approximately 4ml/hr on line b. The nurse reports changing the total container volume to 100 ml. Approximately one hour later the pump alarmed and the container was almost empty. The nurse noted that the infusion rate had changed to 100 ml/hr. The patient did not experience any adverse effects. The pump was switched out.

Manufacturer narrative:
Testing and investigation confirmed overdelivery. The device specification expects delivery to be +/-4%. Short term it delivered at +7.5% on two runs. Long term it delivered at +6.88%. The pump piston height and motor base assembly were adjusted.